Event description:
As reported by the edwards field clinical specialist during a transcatheter aortic valve replacement (tavr) procedure after the 23mm sapien transcatheter heart valve was deployed there was aortic insufficiency (ai) noted on transesophageal echocardiogram (tee). The physician implanted a second 23mm sapien valve in order to mitigate the aortic insufficiency. During the course of the procedure the ostium of the right coronary artery was occluded. The rca was treated with a 3.5x18mm drug-eluting stent; a post-stenting angiogram revealed excellent flow within the rca. The patient was extubated and transferred to the intensive care unit in stable condition. Per report, the right femoral access gained via cutdown in the usual sterile fashion without difficulty. The patient had a dissected right external iliac from previous cardiac catheterization. The dissection was pre-existing and was not related to any edwards's devices. A gore viabahn 10x50mm covered stent was placed in the right external iliac and post dilated with a 10x40 mustang balloon and a 12x40mm bard balloon. Next, a 22 fr sheath was advanced with difficulty. A procedural tee revealed a large septal bulge. The aortic valve was crossed with a straight wire without difficulty. A balloon valvuloplasty (bav) was performed with a 20x40mm z-med balloon with contrast and good result. It was then determined by the physicians to proceed with a 23mm sapien valve. The retroflex 3 (rf3) delivery system was advanced without difficulty across the aortic annulus and the 23mm sapien valve was positioned 50:50 but deployed 90:10 (aortic). Post deployment, tee showed 2-3+ aortic insufficiency. It was determined by the physicians to deploy a second valve within the first valve in order to mitigate the aortic insufficiency. A second 22mm rf3 delivery system and 23mm sapien valve were prepped. The second valve was deployed 60:40 aortic within the aortic annulus. The tee that followed revealed no paravalvular leak and trivial aortic insufficiency. However, the patient was then noted to have st elevation in the inferior leads by EKG. An angiogram revealed slow flow in the right coronary artery (rca). The rca was ballooned and stented with a 3.5x18mm medtronic resolute stent. Angiogram results confirmed excellent flow within the rca. The arterial cutdown was closed in the usual sterile fashion. Post procedure peripheral angiogram revealed brisk flow down the left and right ilio/femoral arteries. Per additional information received from the edwards clinical specialist, the physicians believe that the root cause of the valve in valve was aortic migration of the first valve. When pacing began, they stepped off of fluoroscopy to go to a cine run; the team was unable to appreciate the migration as the patient's calcium marker was behind the valve. It was noted that there was a good working angle it is also believed that the initial migration of the first valve pushed into the ostia of the rca, and the second valve placement made it worse, causing compromised flow down the coronary. The vessel was successfully ballooned and stented, there was timi 3 flow post stent placement. The patient's native valve had moderate calcification within the annulus and leaflets; it is believed the leaflets did not cause the coronary occlusion. The patient's sinotubular junction (stj) was within normal limits. The patient had a normal ejection fraction at 75%. There was good 1:1 capture with the pacer and ventilation was held during valve deployment. The edwards 22fr sheath did not malfunction during the procedure.

Manufacturer narrative:
The device remains implanted in the patient. In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, device malposition, aortic insufficiency and coronary flow obstruction/transvalvular flow disturbance. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is recommended that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length; during predilation, assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification. A too high (aortic) implantation can result in an impingement of the coronary ostia or embolization of the prosthesis into the ascending aorta. In this case, per additional the information received the device movement/migration, aortic insufficiency and coronary occlusion appears to be related to a combination of patient and procedural factors. The edwards clinical specialist indicated the patient's native valve had moderate annular and leaflet calcification. The team was unable to appreciate the migration during valve deployment as the patient's calcium marker was behind the valve when they stepped off fluoroscopy to go to a cine run. Finally when the valve migrated it covered the ostia of the right coronary artery, and the second valve placement made it worse, causing compromised flow down the coronary. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.